Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack and the battery charger board were replaced during the service call. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system had a filament regulator error message. No pt injury was reported.